Event description:
The customer reported that his blood glucose was high due to no delivery. Customer's blood glucose was 286 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that he got continuation of therapy pump and when he load it, he got no delivery alarm. Customer used the old insulin pump it worked with manual prime but did not work during bolus. Customer used the continuation of therapy pump with same set and reservoir and got no delivery. Customer's recent blood glucose was 144 mg/dl. Troubleshooting was done. The customer was advised to use different infusion set and to rotate sites and speak with health care provider about different site locations. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).